Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314trg ICD, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that during a follow-up clinic visit the patient complained of chest vibrations. It was determined the left ventricular (lv) lead was causing diaphragmatic stimulation. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.